Manufacturer narrative:
The device was discarded by the hospital and was not returned. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: anchor breaking probable root cause: application - excessive force impacting inserter - extremely hard bone, no pilot hole drilled - poor patient bone quality the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the anchor failed and peek anchor snapped. Anchor was able to be pulled out and replaced with another cinchlock successfully. There was no known impact of this failed device to the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the anchor failed and peek anchor snapped. Anchor was able to be pulled out and replaced with another cinchlock successfully. There was no known impact of this failed device to the patient.